Manufacturer narrative:
A sample product was not return for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted she experienced symptoms that made her think she was "rejecting" the iol. She reported she didn't use antibiotics after her surgery due to she was allergic to "cipro." She stated that she had decreased vision and pain on day one after the surgery, but then said her vision was great in the beginning prior to the following issues. She encountered having to use steroids, antibiotics and viral medications. Her blood pressure was increased to 160/110. She was diagnosed with herpes on her cornea and was told she had "+cells." She also has headaches. She is seeking a second opinion and does not want her surgeon to be contacted.